Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean the pump, but the issue persisted, so a replacement pump was approved and sent. The customer was advised to use multiple daily injections as a backup therapy, put the faulty pump into storage mode, and return it using a pre-paid label.